Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). Test result(s): defect confirmed [x] defect not confirmed. No sample, serial number, or device logs were provided. Further investigation of the complaint is not possible without a sample and/or device logs. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: the arc lehighton is currently experiencing issues with the blood transfusion tubing. While administering two blood transfusions to a patient, the pump repeatedly alarmed and halted approximately every five minutes, indicating problems such as downstream occlusion, air bubbles, or errors. We thoroughly examined the patient's IV site and positioning, confirmed there were no air bubbles, and reloaded the tubing. Notably, the pumps functioned properly with all other types of tubing, including an iron infusion administered the previous day to the same patient using the same pump and IV setup.